Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen became frozen following a low power alert and the customer was unable to clear the alert. Customer reported a blood glucose (bg) level of 234 (mg/dl). During troubleshooting with tandem technical support, the alert was able to be cleared and customer delivered a bolus to stabilize bg level.